Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19-nov-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2019-00240 for the second event. It was reported the subglottic tube tore during intubation but still "worked." Additional information received 07-nov-2019 stated the incidents that occurred noted the "subglottic tube would not hold air in the cuff, not that the tubes tore during intubation," as originally reported. During intubation the subglottic tube cuff would not remain inflated, this event notes the second of two attempts. During the third intubation the tube's cuff functioned without difficulty. Problem was noted upon intubation and device was replaced immediately. There was no reported patient injury. Additional information received 08-nov-2019 stated nov 8, 2019 was intubated emergently in cath lab on (B)(6) 2019 and then extubated on (B)(6) 2019 and was subsequently discharged on (B)(6) 2019.